Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated there was a notch in the tip of the sheath. This was noted prior to use after opening the device, the device was not used on the patient.